Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced a red heart alarm. The pt's caregiver noted the flow displayed "---" on the display module. The speed was not fluctuating. Pulsatility index (pi) was normal and powers of 1w. The pt was asymptomatic and was sleeping before the alarms went off. The pt presented to the emergency room for device interrogation. The caregiver stated that the alarms ceased when switched to batteries but that alarms would return when switched back to the power module. The alarms were unable to be reproduced. According to the doctor, after pt undergoing echocardiogram (echo) and 3d cat scan, it was discovered the outflow graft at the anastomosis site has a stenosis of 8mm. The pt is currently asymptomatic with no alarms since admitted. The pt will be closely monitored for any changes.

Manufacturer narrative:
The pt continued on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.